Event description:
Information was received from a patient receiving intrathecal fentanyl at 277 micrograms a day. The patient was also receiving 8 mg of hydromorphone twice a day. It was reported that the date of the event was 2025-may-31. The patient called 911 and it felt like their pump was remotely shut off. The pain was intense and they were sweating buckets of water from the pain and they dropped their phone the pain was that bad. It was stated that the paramedics showed the patient was screaming and was in complete distress. The patient stated that the paramedics did not help him and someone yelled out as they were leaving to please don't call them again. The patient stated that the pain continued for about 10 minutes after they left then the patient started feeling the pump start giving them medicine and it felt like they were receiving a bolus. The medicine controlled the pain and knocked the patient out. The patient stated that they reported it to their pain doctor this had happened before. The patient stated that the felt like someone had access to their pump remotely and made changes to speed it up or lower it whenever they felt like it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl and unknown baclofen via an implantable pump for non-malignant pain. It was reported that the patient stated they saw a youtube interview that was saying the pumps were being hacked and per the youtube interview a patient can go to the manufacturer offices and have the pump made to not be hackable. The patient stated that their pump was hacked previously and it was happening all over again. The manufacturer's patient services specialist (pss) reviewed and redirected the patient to their healthcare provider..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the patient thought that the pump was turning off and on. The rep asked about the ptm dosing report. Technical services reviewed information and suggested that the patient look at the technical report for verification of the boluses doses with pump logs.